Event description:
Pt had arthroscopic anterior cruciate ligament reconstruction with allograft, right knee in 2001. Pt struck the front of their knee accidentally 2 months later causing swelling on anterior aspect of tibia. The wound. Then opened up and the tibial screw extruded out of tibial wound. Pt was returned to surgery one week later where the wound was irrigated and debrided and the tibial sheath was removed.